Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
D14053671) opened to find global advantage std stem size 8 inside with stickers (ref 1137-08-000, lot d14013154 opened size 10 global advantage std stem after preparation was done for size 12 stem the packaging and product were returned. The box details were confirmed as being for a size 12 shoulder stem. Inside the box it was confirmed that a size 8 stem was present in an opened inner blister together with a patient ID label for a size 8 shoulder stem. The outer blister and shrink wrap were not returned. A stop shipment order, (B)(4), was placed on the two affected lots to prevent any further distribution of any products that may still be within our control. A review of the manufacturing records identified that it was highly unlikely that there was a mix-up at the manufacturing facility. A worldwide complaint database search found no other reported incident against either of the provided product / lot combination since release for distribution. All the size 8 products had been distributed from the (B)(4) prior to the size 12 products arriving. This together with the fact that there were no product returns to the (B)(4) meant that it was highly unlikely that there was a product mix at the (B)(4). Once in (B)(4) the traceability of shipment to individual hospitals is difficult due to the lot numbers not being detailed on invoices. (B)(4) has since changed their system to include records of lot numbers on invoices. A re-sealing process was in effect in south africa in march 2014. The investigation in (B)(4) determined that the re-sealing sop was possibly deficient in that it omitted certain gmp requirements such as line clearance and in-process checks. The re-sealing process in (B)(4) has since been discontinued. It is thought that a size 8 and a size 12 were opened in a hospital. The size 12 was used and the size 8 was put in the wrong box. The box was then resealed before being distributed to the complainant who discovered the product mix. It is not possible to determine which hospitals the two product lots were shipped to, or returned from. The resealing process in (B)(4) could have been the source of the product mix. However this could not be conclusively determined as no resealing records are available. (B)(4) was conducted to identify any risk to patient or any regulatory risk. It was agreed that there was no risk either patient or regulatory. The complaint shall be closed with a justified conclusion. The removal of the resealing process in south (B)(4) should remove the possibility of this type of occurrence being repeated. The product shall be retained and stored in secure storage area for future reference. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Global advantage std stem size 12 sterile packed box (ref (B)(4), lot d14053671) opened to find global advantage std stem size 8 inside with stickers (ref (B)(4), lot d14013154